Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would no longer open while on pt tissue. Laparoscopic scissors were used to remove the device from the tissue. The surgery was extended by 1 hour. There was no additional blood and tissue loss or pt injury.